Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net, out of range high voltage lead impedance was noted on right ventricular lead. Technical services acquired the remote transmission and upon review confirmed the high voltage, out of range, lead impedance. The lead is being monitored. No further information is available at this time.